Event description:
The customer reported that the ventilator fails the o2 calibration. The customer changed the o2 cell, but the issue is unresolved.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician evaluated the gas delivery engine and was not able to duplicate the customer reported complaint. Following the completion of FDA audit on oct 31st 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.